Event description:
It was reported to philips that the wireless footswitch stopped working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment was performed when the issue happened. The procedure got aborted and completed by moving the patient to another room. The philips field service (fse) visited onsite and confirmed that the wireless footswitch stopped working. The fse discovered that the footswitch was uncharged, leading to its failure to operate during the procedure. To resolve the problem fse fully charged and reconnecting the device. After repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.